Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent device explantation approximately 4 years and 10 months post-implantation due to pain, osteolysis and cystic lesions. During the procedure noted synovitis. The head was exchanged and bearing added without complications. Attempts have been made and no further information has been provided.